Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
According to the available information, the inflatable penile prosthesis was implanted on (B)(6) 2009, removed and replaced on (B)(6) 2020 due to a break in the clear tube at the pump. A titan otr pump, two cylinders, and a reservoir were received for evaluation. Microscopic examination and testing of the returned components revealed a separation in the reservoir bladder due to material degradation. Testing revealed this to be a site of leakage. A partial separation was noted in the longer pump exhaust tubing at the tubing /strain relief junction. Microscopic evaluation revealed a confined area of abrasion indicating the area was kinked and abrading against itself for an extended period of time. Testing revealed this to not be a site of leakage. Microscopic evaluation revealed partial separations within abrasion on the shorter pump exhaust tubing and the pump inlet tubing. These were not sites of leakage. Microscopic evaluation revealed groups of uniform striations on the reservoir strain relief. Testing revealed these groups to not be sites of leakage. Microscopic evaluation revealed surface abrasion on the shorter pump exhaust tubing, the pump inlet tubing, and the cylinder 2 exhaust tubing, indicating repetitive contact between surfaces. No functional abnormalities were noted with the pump, cylinder 1 or cylinder 2. These components were released according to manufacturing and quality control procedures. The device was functioning properly for over 10 years in the patient. Material degradation occurred and progressed enough to cause mechanical failure to take place on the reservoir bladder. Occurrences of this nature are estimated to be relatively rare, and immune responses and in vivo reactions within the human body may largely influence causes for this type of event. The human body is capable of causing thermal and biological degradation, oxidation, and hydrolysis to occur in polyurethane. Although usually this degradation exists as surface phenomenon, over time it may cause mechanical failure. Polymers under constant flexing are more susceptible to fatigue and eventual mechanical failure. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Lot number: 1780139.

Event description:
According to the available information, the clear tubing broke at the pump. The device was removed and replaced.